Manufacturer narrative:
Correction: previous supplemental inadvertently indicated that this issue was documented in a medtronic navigation hardware anomaly tracking database. However, this issue is not documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the inserter was returned to the manufacturer for analysis. Analysis found that as reported, one of the two prongs on the tip of the inserter had been broken off and was missing. Otherwise, with markers attached and fully seated, the instrument returned good geometry and divot error readings. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the customer did not know why it broke; they were using it and it snapped off.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, part of the direct lateral interbody fusion (dlif)/ transforaminal lumbar interbody fusion (tlif) broke inside the patient. It was not retrieved. Surgery was stopped and x-rays were taken. The sterile field was also searched but the piece was not found. They believed that it might have been removed with suction. This caused a twenty-minute delay to the procedure. The procedure was completed using the navigation system. It was reported that the patient's outcome was not affected. The physician was using the tool when it broke. The cause or contributing factors to the instrument breaking were unknown.